Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the calcified and tortuous mid left anterior descending (lad) coronary artery. The 15mm x 2.0mm maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.